Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control performed a clinical review of the event and concluded that the device use may have contributed to the patient's outcome. Physio-control reviewed the electronic patient records from the event and observed that the user powered the device off in error while performing CPR. This resulted in a delay of over 30 seconds to deliver defibrillation therapy to the patient. The cause of the reported issue was determined to be use error.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it would not deliver a shock to the patient. The customer also reported that the user, a doctor, may have been unfamiliar with the device and not using it correctly. The patient involved in the event is deceased. Physio-control contacted the customer to request additional information on the event and the patient. The customer informed physio-control that no further information is available.